Event description:
It was reported that stimulation was lost and patient controller indicated the ipg had depleted and become inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Coverage and therapy were regained.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.